Event description:
Several bottles (approx 5) have "cored" upon spiking, this happened during or prior to surgery. They were not able to be used and were replaced by pharmacy with medication in different bottles w/ different lot #'s.